Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit¿s footswitch was mechanically damaged. The toggle button was missing, and the cable had been damaged. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus gyrus generator loaner device with a report of an e200 ref 92 error code. There was no report of patient harm as a result of this event. During the device evaluation, it was discovered that the footswitch was mechanically damaged. The toggle button was missing, and the cable was damaged. This report is being submitted to capture the mechanical damage confirmed during the device evaluation.

Manufacturer narrative:
The device was moved to another olympus location where another evaluation was performed. This evaluation revealed additional findings that were not included in the initial report. During the physical examination, it was confirmed that the subject device was in bad condition. The top cover was chipped and scratched down to the bare metal in multiple locations. The front panel was also found chipped in several locations. The lower chassis was scratched in several locations, and the central rivet mount had been snapped on the lower chassis from what appeared to have been a drop impact. While inspecting the internal components of the device, a heavy amount of dust was discovered and one of the printed circuit boards was found loose, moving freely within the unit. Further inspection revealed that the printed circuit board was damaged around the ferrite core. When testing the board, numerous error messages were displayed. This board will require replacement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. The e1 "telephone number" field was corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, it is likely the error occurred due to improper use of saline solution. However, a definitive root cause not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3011050570.